Event description:
It was reported that upon interrogation, this implantable cardioverter defibrillator exhibited a code 1005, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were reported to have been gradually increasing, remaining within normal range. The health care professional expressed concern over a large amount of shocks the patient had received in the past. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that upon interrogation, this implantable cardioverter defibrillator exhibited a code 1005, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were reported to have been gradually increasing, remaining within normal range. The health care professional expressed concern over a large amount of shocks the patient had received in the past. Subsequently, the device was explanted. No additional adverse patient effects were reported.